Event description:
Caller reported cgm error 42, which was addressed by technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process, after which the pump did not display the error code again. The caller successfully started their sensor session.